Manufacturer narrative:
The event of ipg reaching end of service was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: h6 - corrected medical device code from 3283 to 2885

Event description:
Additional information received indicates the patient had their ipg explanted and replaced to address the issue.

Manufacturer narrative:
Device code has been corrected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective therapy. Reportedly, the clinician programmer displayed the end of service message while attempting to connect to the patient's ipg. Surgical intervention may occur later to address the issue.